Event description:
Per operative report, while placing the holding pin for the cutting block on the patient's right knee during a right total knee replacement, the pin was broken. An attempt was made to remove the headless piece of the pin, but it was quite deep and could not be retrieved and was left in-situ. The broken piece of the pin with the head was secured.